Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. D4: batch#: unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was there any damage to the device joint cover? No. Was the jaw not locking in place? Correct, it moves back and forth without using articulation button. Any damage to the device jaws? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that everything distal of the articulation joint was wiggling and moving. Device deployed staples and the knife cut. Staples were fully formed. Procedure was completed with the same device. There were no adverse consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. Corrected data: 2a, 2b. Additional information received; an internal rapid response call was held on 2/4/2026, including: pms, sales representatives, engineering, marketing, r&d, medical safety officer, and customer quality. There are a few different issues: issue #1- bleeding/oozing on the staple line, surgeons are now wondering if they should use slr since the staple line is so oozing. Issue #2 - after repeated reloads, the device immediately distal to the articulation joint exhibits decreased positional stability¿ (wavelike movement). Surgeons experience with the device is less than 6 months. 5-7 sleeves a week and 2-3 bypasses a week. Been using ethicon products for decades. Surgeons are wondering if they should change their technique. They used to see dry staple lines and stopped using slr and surgical, clip appliers, etc. No complaints or issues until the first issue this year. Patients had to be given blood transfusion due to bleeding (B)(4), stay an extra 5 days due to bleeding and the end factor starting to wiggle and loosen up. Ethicon engineer went over reasons why the end factor would wiggle a little bit. For (B)(4) the end factor would articulate by itself when putting in another reload. The surgeons always pulse fire the devices. The engineers went over the articulation issues and how we have never seen these issues straight out the package. Went over how the articulation works mechanically. Ethicon went over post market surveillance review.